Event description:
It was reported that the ilet issued an alert 38 motor stall alarm, after which the user was guided through a full supply change and a new insulin set was placed, clearing the alarm and resuming insulin delivery; blood glucose was impacted with a reported value of 315 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported hospitalization and restoration of insulin delivery following troubleshooting. Investigation included user troubleshooting with supply replacement and alarm clearance. Investigation of this case revealed resolution after infusion set and supply change, consistent with transient motor stall and delivery interruption. It was concluded, based on previously established findings for similar reports, that the cause was user-correctable device stall with no persistent malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.